Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer (fse), fse performed and signed service installation record (sir). During onsite visit the field service engineer (fse) performed system verification as per sir (service installation record). Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an eye tracker issue, patient pupil was very small so it was not tracking in the unknown eye of a patient, during surgery.

Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).